Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon encountered insufflation issues with the trocars. The leaking was noticed intermittently on all of the trocars while instruments were inserted through them. There was no adverse consequence to the patient. (B)(4)